Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy thorax procedure, the surgeon was able to press the green button but the stapler was unable to fire. The stapler was replaced to complete the case. There was no patient injury in this event.